Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The philips product support engineer (pse) troubleshot the issue with the customer over the phone. The reported condition could not be verified. The customer reported that the reported condition was not duplicated. The ventilator was returned to service.

Event description:
The customer reported that the ventilator generated an error relevant to blower high temperature. The ventilator was reported to be in clinical use at the time of the event. There was no patient harm reported as a result of the event. The event date was not specified; estimate used.